Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 412 mg/dl. Customer declined to troubleshoot for high readings. The customer was educated on their insulin pump set to run in a pattern basal by healthcare professional. The customer was referred to their healthcare professional for pattern update. The product was not returned for analysis.